Event description:
The hospital's biomed reported that the navigation ring failed to respond to touch. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The biomed has requested philips service. Device evaluation and repair are currently pending. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the front bezel. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Though no part has been received for failure analysis, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.